Event description:
The mother reported that her son has experienced several incidents were a partial separation of the luer lock would occur to the insulin infusion device. Her son was at school when this took place, and the school nurse noticed the area around his infusion site was wet. The mother stated that the nurse said her son's blood glucose was high, but the value was not provided. A bolus was administered and the infusion site was changed to bring his blood glucose back down. No medical attention was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.